Event description:
Pet owner reported finding clear liquid in barrel of syringe prior to injection.. Stated, she is concerned about using the syringe. Stated, the liquid is "clear and oily" looking. Lot: 3156433 catalog: 328512 date of event: unknown samples: yes cl.

Manufacturer narrative:
Correction to h6, type of investigation, investigation conclusions investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.